Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) on a patient with short and prolapsed leaflets. A mitraclip was inserted and deployed on the mitral valve. A second clip, a mitraclip nt, was then inserted and deployed on the mitral valve. However, post deployment, the second clip detached from the anterior mitral leaflet (aml) and remained attached to the posterior mitral leaflet (pml) (single leaflet device attachment/slda). The clip was noted to be stable on the posterior leaflet. No additional clips were implanted, and the mr was reduced to a grade of 1-2. The clips were noted to be stable on the leaflets. There were no adverse patient effects and no clinically significant delay in the procedure.